Manufacturer narrative:
Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4)

Event description:
Umemura, a., jaggi, j.l., hurtig, h.I., siderowf, a.d., colcher, a., stern, m.b., baltuch, g.h. Deep brain stimulation for movement disorders: morbidity and mortality in 109 patients. J neurosurg. 2003; 98 (4): 779-784. Summary: there is a significant incidence of adverse events associated with the deep brain stimulation (dbs) procedure. Nevertheless, dbs is clinically effective in well-selected patients and should be seriously considered as a treatment option for patients with medically refractory movement disorders. Reported events: a (B)(6) essential tremor patient experienced a cerebrospinal fluid (csf) leak two months after deep brain stimulation (dbs) implantation. The "patient presented with a subcutaneous fluid collection that tracked from the cranial incision to the subcutaneous pocket site of the implantable neurostimulator (ins)." It was noted the issue "required surgical repair." Further information has been requested; a supplemental report will be filed if additional information is received.